Event description:
On (B) (6) 2008, the pt called for assistance in reading the history screen of his insulin infusion device as he had given himself boluses during recent day, but they were not showing in his history. He stated the most recent bolus displayed was (B) (6) 2008. During troubleshooting, the pt confirmed the time, date and basal rate profile on his device was accurate. The pt was instructed to disconnect from his infusion site and bolus 1 unit of insulin into the air which he did without error. The pt was then instructed to check the device history and the bolus just given was correctly displayed. The pt stated the bolus amounts in the history were correct but the date was incorrect. He said he is sure he has received his bolus amounts as he has not experienced any elevated blood glucose readings. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.